Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown product ID: l-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown product ID: 26mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve in a patient with a previous non-med tronic surgical aortic valve replacement, a post-implant balloon aortic valvuloplasty (bav) was performed three times using a 26 mm non-medtronic balloon. Following the third bav, the valve dislodged towards the aorta. Subsequently, a second non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID non-medtronic guidewire .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was not performed. It was noted that a post-implant bav was performed to ensure adequate expansion and reduce the likelihood of high gradients upon discharge. Due to valve-in-valve procedure, the deployment starting point was based on the location of the non-medtronic surgical ring and not the sinus. Prior to the valve dislodgement, the valve was implanted at a depth of 2mm on the non-coronary cusp and 2mm on the left coronary cusp. After the valve dislodgement, the valve was above the non-medtronic surgical aortic valve frame. A non-medtronic guidewire was used during the procedure. There was no patient anatomy that contributed to the dislodgement. No adverse patient effects were reported.